Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and pregnancy with contraceptive device ('pregnancy birth:no complication') in an adult female patient who had essure (batch no. 922608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included overweight. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone). On (B)(6)2012, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain"), dyspareunia ("dyspareunia"), dental caries ("dental problems:tooth decay"), cognitive disorder ("cognitive disorder"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), memory impairment ("memory") and disturbance in attention ("concentration"). The patient was treated with tooth extraction. At the time of the report, the perforation, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, dental caries, cognitive disorder, fatigue, alopecia, weight increased, memory impairment and disturbance in attention outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, cognitive disorder, dental caries, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, memory impairment, metrorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: this is mother case and child case was created (B)(4). Discrepancy noted in outcome of pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') and pregnancy with contraceptive device ('pregnancy birth:no complication') in an adult female patient who had essure (batch no. 922608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included overweight. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone). On (B)(6)2012, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain"), dyspareunia ("dyspareunia"), dental caries ("dental problems:tooth decay"), cognitive disorder ("cognitive disorder"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), memory impairment ("memory") and disturbance in attention ("concentration"). The patient was treated with tooth extraction. At the time of the report, the uterine perforation, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, dental caries, cognitive disorder, fatigue, alopecia, weight increased, memory impairment and disturbance in attention outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, cognitive disorder, dental caries, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, memory impairment, metrorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: this is mother case and child case was created (B)(4). Discrepancy noted in outcome of pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Event uterine perforation updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and pregnancy with contraceptive device ('pregnancy birth: no complication') in an adult female patient who had essure (batch no. 922608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included overweight. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain"), dyspareunia ("dyspareunia"), dental caries ("dental problems:tooth decay"), cognitive disorder ("cognitive disorder"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), memory impairment ("memory") and disturbance in attention ("concentration"). The patient was treated with tooth exatraction. At the time of the report, the perforation, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, dental caries, cognitive disorder, fatigue, alopecia, weight increased, memory impairment and disturbance in attention outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, cognitive disorder, dental caries, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, memory impairment, metrorrhagia, pelvic pain, perforation, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: this is mother case and child case was created 2019-183118. Discrepancy noted in outcome of pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event injury were updated to new events dysmenorrhea, pelvic pain, abdominal pain, pregnancy birth no complication, dyspareunia, metrorrhagia , neurological condition/problem, fatigue, dental problems, hair loss, weight gain, patient did not underwent essure confirmation test on (B)(6) 2019: pfs received: case category upgraded to incident and essure lot number added ,event neurological condition/problem, dental problems were updated to cognitive disorder, tooth decay and new event perforation were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.